Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the battery voltage measurements. Battery voltage at 2.62 volts at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant voltage reading on the implantable pulse generator (ipg) was lower than expected. The device was checked the next day and the reading was determined to be normal. The device remains in use. No patient complications have been reported as a result of this event.